Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving bupivacaine, concentration 10mg/ml, dose 3.364 mg/day, baclofen (unknown), concentration 1000 mcg/ml, dose 336.4 mcg/day, and morphine (unknown), concentration 750 mcg/ml, dose 252.29 mcg/day via intrathecal drug delivery pump for intractable spasticity. It was reported that a motor stall was seen at initial interrogation, and the patient did not recently have an MRI (magnetic resonance imaging); pump status and/or event log reported motor stall occurred, motor stall (active). The patient was admitted to the hospital via the emergency room over the weekend. The hcp was planning to replace the pump the afternoon of this report. The patient was feeling lousy, had some slurred speech and some return of spasticity. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-dec-05. The pump was returned to the manufacturer for analysis. Pump logs indicated that the baclofen being delivered was lioresal. The logs showed that a motor stall occurred at 17:24 on 2017 (B)(6). There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.